Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The customer did not return the test strips.

Event description:
The customer complained of an erroneous low result on his coaguchek xs meter with serial number (B)(4) compared to the doctor's coaguchek xs meter. The customer tested on his meter at 6:03 a.m. And the result was 1.2 inr. The customer tested on the doctor's coaguchek xs meter "a few hours later" and the result was 2.8 inr. The doctor thought the result of 2.8 inr was correct. The customer's therapeutic range is 2.0 ¿ 3.0 inr. The result of 1.2 inr could not be found in the meter memory. The meter memory lists a result of 2.7 inr at the time the customer alleges he received the result of 1.2 inr. No adverse event occurred. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or direct thrombin inhibitors. The customer's coumadin dosage has not changed. The customer is not taking any new medications and has not had any diet changes. The customer is not experiencing any bleeding or bruising and has not been ill. The meter and test strips were requested for investigation; however, the test strips could not be returned as the vial was empty. The customer returned the meter which was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.6 inr. Donor 2 inr: 2.8 inr. Donor 1 hct: 42%. Donor 2 hct: 60%. Donor 1: retention meter with master lot strips: 2.6 inr. Customer meter with master lot strips: 2.6 inr. Donor 2: retention meter with master lot strips: 2.8 inr. Customer meter with master lot strips: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 235476) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The investigation was unable to find a definitive root cause for the event.